Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was found leaking during patient use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen cvc for evaluation. The catheter was returned with a box clamp assembled to the catheter body. After the catheter failed functional testing the catheter body was microscopically examined. A small hole was detected near the juncture hub directly adjacent to the box clamp. The appearance of the hole was consistent with contacting a sharp object (scissors, needle, scalpel, etc.). The total length of the returned catheter body measured to be 218 mm which is within specifications of 207-228 mm per product drawing. The hole was detected 16 mm from the distal end of the juncture hub. The returned catheter was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "flush lumen(s) to completely clear blood from catheter." When the distal lumen was flushed, a small leak was detected adjacent to the juncture hub. No issues were detected when the proximal lumen was flushed. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a catheter leak was confirmed by complaint investigation of the returned sample. The catheter body contained a small hole with damage consistent with contacting a sharp object. The sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the catheter was found leaking during patient use. No patient harm reported. The patient's condition is reported as fine.